Manufacturer narrative:
A steris technician inspected the table and was unable to duplicate the reported event. As a precaution, a new hydraulic column manifold assembly was installed on the table and the table was placed back into service. The original manifold assembly is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during patient procedures on (B)(6), 2010 the surgical table went into trendelenburg position multiple times without being commanded to do so by the user. No injuries were reported to the patient or hospital staff for either occurrence.

Manufacturer narrative:
The steris supplier evaluated the returned manifold assembly and found it to be operating properly; the event could not be duplicated. No further issues have been reported with this surgical table. Steris conducted an in-service training on proper use and operation for the 4085 surgical table on (B)(6) 2010.